Event description:
The patient&#39;s neurologist and neurosurgeon both believed the cause of the high impedance were related to the patient&#39;s stereotypic movements. The patient then underwent surgery and only had their generator replaced and the high impedance had resolved. The explanted generator was discarded.

Event description:
Patient presented with high lead impedance and was referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.